Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed since no sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Potential root cause for this type of guidewire tip detachment failure mode is end user attempting to pull guidewire back through the needle; this can fracture coils of the guidewire when pulled against the sharp needle bevel tip. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: direction for use {dfu} is provided with this mini-stick device. The failure mode of device fracture and embolization is cautioned as potential adverse event. No sample was returned for evaluation so it cannot be determined if device was used in a manner inconsistent with labeling. Adverse events: guidewire shearing, fracture or embolization. Operational instructions: 1. Prior to insertion, flush all components with saline or heparinized/saline. 2. Gain percutaneous access with the 21 g (0.9 mm) vascular introducer needle. 3. Advance the 0.018 inch (0.46 mm) guidewire through the needle. Caution: the guidewire should not be withdrawn through the introducer needle. If the guidewire must be withdrawn while still inside the needle, simultaneously remove both the needle and the wire as a unit to prevent the needle from damaging the guidewire. 4. Withdraw the introducer needle, leaving the 0.018 inch (0.46 mm) guidewire in place. 5. Advance the coaxial assembly over the 0.018 inch (0.46 mm) guidewire. 6. Simultaneously remove the dilator and 0.018 inch (0.46 mm) guidewire, while holding the sheath portion of the assembly in place. 7. Advance a 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) guidewire into the sheath. 8. Remove the sheath, leaving the 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) wire. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a mini stick max 5f x 10cm stiff .018 ni/tu echo2.75" pg. The following was reported: on (B)(6) 2021 the treating physician attempted to access the patient's right femoral artery with a mini stick max kit. Due to scar tissue, the patient was known to be challenging to access. The needle was placed in the artery followed by the .018 wire. The needle was removed and the sheath dilator was attempted to advance, but would not enter the vessel. The dilator was able to pass alone, but not when assembled with the sheath. After damaging the sheath, another kit was opened and the same steps repeated unsuccessfully. The nitinol wire was replaced with a nit-vu wire which did not help. The nit-vu wire was replaced with a v-18 control wire, and at this time it was noticed on fluoro that there was part of another wire free-floating in the vessel. Visual inspection confirmed that the nitinol wire from the original mini stick max kit had broken in the mandrel portion and remained in the patient. A medline micro-puncture kit was used to successfully access the patient and a snare was used to remove the nitinol wire fragment. The fragment was discarded.